Event description:
Allergan aesthetics received a report of a patient received a coolsculpting treatment to the lower abdomen with cooladvantage+ coolcurve+ on (B)(6) 2023 and developed paradoxical hyperplasia (ph) post treatment. Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah/ph) by medical professional.

Manufacturer narrative:
Upon further review, it is determined that there is ph.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2023 using the cooladvantage+ applicator and developed paradoxical hyperplasia (ph) post treatment. Patient diagnosed with ph on (B)(6) 2023 by a medical professional.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated lower abdomen with coolsculpting cooladvantage+ coolcurve+ may have developed paradoxical hyperplasia (ph).

Event description:
Upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
Corrected data: upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).